Event description:
The duett sealing device was deployed following an interventional procedure (via a 6f sheath in the right common femoral artery). The pt developed symptoms of pain at the site immediately post deployment (no other symptoms noted). Two hours later the pt still complained of stomach pain, and blood pressure had dropped from 120 to 107 (heart rate rose from 60 to 80). Additional blood work and a foley catheter were ordered. In follow-up on this pt, it was reported that the pt did in fact have a retroperitoneal bleed. The pt never became hypotensive or tachycardic, and was stabilized and discharged the next day with normal lab values.